Event description:
Mom reports changed site/set this am. Bg was 286 at mn and 261 this morning. Bg now in 400's. Mom reports when the cartridge was inserted this am tit came out a little, she pushed it again and it came out again, she pushed it the 3rd time and was able to secure the cartridge cap and complete the ez prime steps. Had mom disconnect pt from site and remove the cartridge and use a flash lite to see if there was an o-ring in the cartridge compartment form a previous cartridge. Mom denied anything in the cartridge compartment. Mom confirmed the pump counted up to 206 this am at the end of the rewind. Mom states there was no bubbles in the cartridge and now the cartridge is full of bubbles and bubbles in the tubing. On february 29, 2012, the reporter contacted animas on behalf of her son (the patient) alleging an air bubble issue with a cartridge. The reporter claimed that the patient's blood glucose level was '286 mg/dl' at midnight. At an unspecified time the next morning, the reporter indicated that the patient's bg was '261 mg/dl.' A site/set was changed at an unspecified time that morning. During the contact with animas, the reporter claimed that the patient's bg's were now in the '400's' mg/dl. The reporter mentioned that she had to push the cartridge in 3 times before she was able to secure the cartridge cap. During the first and seconds attempts, the reporter claimed that the cartridge kept coming out a little. The reporter also claimed that after she had performed a rewind, the cartridge did not have any bubbles. An unspecified time later, the reporter alleged that the cartridge was full of bubbles. The reporter was instructed to change the site and treat the patient via injection. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that she had an air bubble issue with a cartridge that was not resolved with troubleshooting. There is no evidence, however, at this time that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lot # is b201741.

Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed with no damage or defects were noted. A leak test and fill test were performed with no issues found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.